Manufacturer narrative:
The subject of this filing was uniquely designed for this patient's specific pathology by the prescribing physician. The surgeon indicated that the patient was arthritic pre-surgery and the condition progressed post-surgery. Review of production records did not indicate any issue related to manufacturing that may have contributed to the event. The cause of the event was not determined to be related to the device based on the information available.

Event description:
A total talar 4web custom-made device was explanted. It was reported to the manufacturer that the cartilage pack had diminished and a revision surgery was performed to replace the cage. The surgeon also indicated that the patient was arthritic pre-surgery, which progressed post-surgery leading to cartilage deficiency. Revision surgery was completed successfully.